Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failure.the customer stated that the malfunction caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and required maintenance. A field service engineer reseated connections and tested in hardware test application, the voltage was found to be fine, and cubies were good. The field service engineer performed preventative maintenance, and the device was tested by customer multiple times. The system functioned as intended after the field service engineer repaired the device.